Event description:
It was reported that after using the fluro function the system locked up. The customer was able to complete the case after rebooting the system. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The technique processor, sram, and eeprom were replaced during the service call. The system was tested and found to be working as intended and put back into service.